Event description:
A surgeon reports that following intraocular lens (iol) implant surgery in the right eye, a pt reported double images, and sensitivity to light. The pt proceeded with iol implant surgery of the left eye and remained dissatisfied with her vision. The surgeon recommended for correction. The pt sought a second opinion and was told the lens model implanted increases sensitivity to light is not recommended for people having to drive at night. This surgeon also noted that one of the lenses was not centered correctly. A third surgeon confirmed the opinion of the second surgeon. The pt then returned to the implanting surgeon who recommended another type of eyeglasses and provided them free of charge. She remained dissatisfied and sought a fourth opinion. This surgeon told her that this type of iol is contraindicated in her case and diagnosed a congenital light sensitivity/photophobia. He also confirmed that the iol was not well centered. He recommended another type of eyeglasses and told her that if she is unable to accommodate with eyeglasses, she should have the lenses exchanged for another type. There are two manufacturer's reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received.